Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) failed. The reported failure was that the white tube did not present when removing the sheath. Hemostasis was achieved with manual compression for 15 minutes. There was no reported patient injury. The mynx vascular closure device (vcd) was used during a diagnostic procedure with a retrograde approach. The user was trained on the device. A 5f non-cordis sheath was used. The femoral artery suitability and insertion angle were verified on angiography or venography. The device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and no peripheral vascular disease or calcium at the puncture site. The device is being returned for evaluation.